Manufacturer narrative:
An investigation was conducted that included a 24-month trend analysis and product risk documentation. No trend was identified. No device history record investigation can be done at this time due to lack of manufacturer¿s lot code supplied with the complaint. The investigation showed no issues present that would have contributed to this malfunction of tampon performance. The investigation revealed no issues requiring corrective action with the product manufactured.

Event description:
Cotton rope suddenly broken [device breakage]. Whole tampon was inside my vagina and I unable to pull it out by myself without the rope [foreign body in reproductive tract]. Case narrative: on (B)(6) 2023, a spontaneous report was received from a consumer regarding a female of unreported age in hong kong who was using playtex gentle glide (tampon, menstrual, unscented). Medical history and concomitant products were not reported. On an unspecified date, the patient started use of playtex gentle glide (unscented). On (B)(6) 2023, after inserting the product, the patient experienced the cotton rope suddenly broke and the whole tampon was inside her vagina and she was unable to pull it out by herself without the rope. She attended "a&e" and was sent to the obstetrics and gynecology department for further management. On an unspecified date, the product was removed. As of on (B)(6) 2023, the status of product use was not reported. No additional information was provided.